Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The play of the lever was out of specification due to the a worn angle wire. Additionally, the coating material was found peeling off. The bending section was dented. The connector had corrosion present. The control section was worn. The unit was not longer water-proof due to a pinhole in the distal end. The connecting tube had scratches present and the image had spots present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera bronchovideoscope due to an abnormal appearance of the switch noted during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the connecting tube had delaminated and peeled off. This report is being submitted to capture the peeling coating discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the connecting tube had peeled off. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to stress forces. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.